Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown. The customer switched the front power button to off and then back to on. The iabp turned on, but the display showed a complete orange screen. No pt injury was reported.

Manufacturer narrative:
The customer reports that the iabp has been running on the simulator since (B)(6) 2010 without incident, per recommendation of datascope corp. The long term testing of the pump running on the simulator was unable to duplicate the event. There are no known records of a previous shutdown for this pump. A review of the fault logs shows no indication of a pump shutdown. This info indicates that this is an isolated occurrence. The orange screen typically occurs when the pump is shut down and turned back on rapidly. Datascope's operations manual provides a caution that "when power cycling the unit, power off for a minimum of 10 seconds before powering on again."